Event description:
It was reported during the implant attempt that the atrial lead had high impedance and high thresholds. Tissue was removed from the helix and the lead was repositioned two more times. High impedance and high thresholds were still observed. When the lead was removed the helix was observed to be damaged. A different lead was used successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism and there was tissue on the helix. Visual analysis noted that the helix is within specification.